Manufacturer narrative:
(B)(4). Additional information: the device was not returned for analysis; therefore, no evaluation could be performed. However, it was reported that a supply bag became disconnected without falling, which is known to cause this alarm. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2267 (air and fluid in tubing) alarm on the homechoice (hc) while connected during dwell 1. During troubleshooting, it was noted that a supply bag had become disconnected during therapy without falling. The power was cycled to clear the alarm and the patient planned to start therapy over using new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.